Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump does not turn on. This was identified prior to use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to inspect the unit. Upon evaluation, the fse determined that the console release had been pulled, which disables the charger. The pump was reseated in the cart, and the issue was resolved.